Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon experienced leaking valved trocars during a procedure. There was no harm to the patient. The product sample was not retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A photo of the surgery is attached to the parent file and has been reviewed by the investigation site. An actual trocar cannot be seen in the photo. It is most likely being covered by the surgeon's hand. A stream of fluid can be seen just above the surgeon's hand, as is circled in the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 13 additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. (B)(4).